Event description:
A gore tag thoracic endoprosthesis device was implanted for treatment of a traumatic aortic transection. One week following the implant of the device, it migrated distally. A talent device was implanted for proximal extention. A few days later, the patient died. Cause known at this time.